Event description:
It was reported that drip chamber became separated from the burette chamber of an interlink system buretrol solution administration set during priming the set with lactated ringer¿s solution (non-baxter product). No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was available at the plant for evaluation. Visual inspection showed that the drip chamber had separated from the burette chamber. Closer visual inspection under a microscope showed that, the drip chamber bonding end surface appears to have little or no solvent bond residue present. The remaining solvent bonded connections were then pull tested. No failures were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The report source is other in addition to those previously reported. The type of microscope used was an optical microscope. The cause of the separation was determined to be insufficient solvent at the interface of the drip chamber and burette chamber cap due to an operator error during the manufacturing process. In order to further investigate and address this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.